Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited a capture anomaly, high thresholds, and high impedance. Fracture was suspected.